Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8830792. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10060229. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10060229.

Event description:
It was reported that the patient experienced ineffective therapy from their drg system due to lead migration. Additionally, the patient was unable to place their system into MRI mode due to low impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead attributed to this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was replaced to address the issue. Therapy was restored post-operatively.